Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that, during an unknown procedure, a psi-tec iii aspirator was emitting a burning smell. No patient consequences were reported. Multiple attempts were made to obtain additional information regarding this event, but none has been made available.

Manufacturer narrative:
On 3/29/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/1/2019, the product investigation was completed. Device investigation summary: upon receipt by mentor. Minor scratches on unit were observed. Per service manual, operational, and diagnostic analysis, could not confirm the reported issue of burning smell. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted will be conducted on this complaint. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. The complaint was not confirmed, since no issues were observed on the unit. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).